Event description:
It was reported that the patient presented to the physician with recurring incontinence with an artificial urinary sphincter (aus). The aus device remains implanted and active and an additional cuff was added to the active device.